Event description:
Country of complaint: (B)(6). Wound healing disorder of subcutaneous tissue.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval: samples received: 10 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Tightness test of the samples received was performed and the units are tight. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. In the same sterilization cycle there have been many products and we have not received any other complaint regarding these products. Sterilization method using ethylene oxide has been validated for this product. Novosyn biocompatibility has been tested according iso 10993 series in numerous experiments and the harmless of novosyn was proved. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.